Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system error message was displayed on the login screen indicating that the device could not be accessed. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the error message was displayed on the login screen indicating that the device could not be accessed. A technical support specialist (tss) investigated and remote access to the station was established, and login was performed with administrative credentials. The tss identified that the system drive utilization had exceeded the acceptable threshold and used a storage analysis tool to locate excessive space consumption in the windows component store folder. The tss followed the appropriate knowledge article (ka) "low disk space warning win10 - rapid deploy image resize tool" to clear the folder and free up space. Tss then accessed the database management system and identified that the database was in a suspect state, after which corrective procedures were followed to restore database functionality. The tss resynchronized the device by ka "proper data sync 2.0 procedure" and restarted the station into the application environment to confirm normal operation. The system functioned as intended after the technical support specialist troubleshot the device.